Manufacturer narrative:
Pt info not available. Computer software performance tests conducted, no failure detected and product within specification.

Event description:
A site rep reported that while in a cranial procedure, the surgeon reported the images were flipped left/right. The surgeon opted to continue with navigation and complete case. No impact on the pt outcome reported.